Event description:
It was reported that the unspecified bd pen needle does not fit on the epipen. The following information was provided by the initial reporter: also reported that they don't fit well on the novolog epipen's and is constantly rethreading.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown.

Manufacturer narrative:
The following fields were updated due to additional information: correction: h6: labeled for single use? Yes d10: device available for eval yes, d10: returned to manufacturer on: (B)(6). 2022 h6: investigation summary customer returned a total of 3 used 4mm, 32 gauge nano pen needles. No teardrop labels were returned for lot identification. The returned samples were inspected to ensure that using them was as least harmful as intended. The integrity of each needle point was inspected. No debris was found at the tip of any of the needles. Flour was applied to the needles¿ cannulas to ensure that lubricant was present. Sufficient lubricant was found on all samples. The non-patient ends of the pen needles were visually inspected prior to testing for blockages. One of the pen needles was found to have a bent cannula on this side. This damage would prevent testing for clogs since the needle cannot properly attach to the pen. As a result, the pen needle appeared to be clogged during use. Based on the damage present, the needle bending may have occurred accidentally while the user was preparing the pen needle for use, potentially if the pen was not properly aligned with the cannula. No DHR review can be carried out as lot number is unknown. Based on the samples received, embecta found that 3 pen needles had become bent on the non-patient side. This damage could resemble the needle being clogged as a result of insulin not passing through the needle. The root cause of the needles bending appears to be accidental damage from stresses caused by the user during routine use. This would have also given the impression that the needle was clogged since insulin would be unable to pass through the cannula.

Event description:
It was reported that the unspecified bd pen needle does not fit on the epipen. The following information was provided by the initial reporter: also reported that they don't fit well on the novolog epipen's and is constantly rethreading.